Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the surgeon injury today? The injury has healed. The doctor applied the bandage plaster. There was no infection. What is the lot number of the product? No information. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the surgeon grasped the applicator strongly to use up all the adhesive fluid, a broken piece of the glass ampule protruded from the applicator and stuck into the surgeon¿s finger. The doctor applied a bandage plaster. The surgeon¿s finger is currently healed. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."